Manufacturer narrative:
Continuation of d10: product ID mdt-trans valve (unknown serial/lot); product type: 0195-heart valves. Citation: vittoria lodo et al. Transcatheter aortic valve implantation versus surgery: 4-year survival according to life expectancy. Journal of geriatric cardiology sep 28;21(9):846-854 2024. 10.26599/1671-5411.2024.09.005. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes in transcatheter aortic valve implantation versus surgery. The study population included 673 patients who were predominantly female with a mean age of 78 years old.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic avalus surgical bioprosthetic valve or an evolut transcatheter bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: acute kidney injury, stroke, arrhythmia requiring permanent pacemaker implant, infection, and mild to moderate paravalvular leak.  No further information was provided pertaining to medtronic products.